Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter kinked and became tangled with a non boston scientific guidewire, which delayed the procedure and required regaining wire position. The procedure was completed without ivus. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
H6 device code: corrected investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution, and there were no manufacturing deviations that could have contributed to the reported event. Conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the details of the reported events, available information, and product record review. In this case, the device was not returned for product analysis, therefore limiting the identification of a most probable cause of the reported events. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issues. Improper handling, device manipulation, or failure to follow the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issues.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter kinked and became tangled with a non boston scientific guidewire, which delayed the procedure and required regaining wire position. The procedure was completed without ivus. The patient fully recovered, and no complications were reported.